Event description:
Device malfunction: unknown. Time of malfunction; during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted closure of the femoral artery after an interventional procedure. Reportedly, a small amount of oozing was noticed from the exchange sheath hub. The clip was deployed, but did not achieve hemostasis. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.